Event description:
The customer reported to olympus that during an unspecified procedure their evis exera iii xenon light source images were dark, and the network device interface was not functioning properly. There was no reports of patient harm or injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was found unable to duplicate the reported event. However, it was noted a screw was lodged within the scope socket of the lens base, socket leaking air on the scope without air function enabled. A non-olympus lamp meter reading zero (0) hours. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the endoscopic image being too dark and screws coming off/broken/loose/damaged could not be identified. Olympus will continue to monitor field performance for this device.